Event description:
Vague report received from the facility's biomed indicated the pump is making noise as if it is working, but IV is not infusing. No pt injury resulted and there is no adverse outcome associated with this report.